Event description:
The plaintiff's attorney alleges that the decedent experienced cardiovascular event and subsequently expired on (B)(6) 2006, after use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated MDR #2937457-2014-00155, 1225714-2014-00289 and 1225714-2014-00290.